Event description:
Additional information was obtained. The reason for the revision procedure was due to change in the right ventricular lead morphology and an x-ray revealed the lead had moved to the left ventricle location. This lead was successfully repositioned and remains in service. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight days post implant a revision procedure was performed. This right ventriuclar lead was successfully repositioned. At this time, the reason for this revision is unknown. No adverse patient efffects were reported.